Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Returned product analysis was performed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure the right atrial (ra) lead had out of range (oor) high impedance. The electrograms (egm) signals were noisy and were not able to capture pacing. The test cable was exchanged onto the rv channel and the noise persisted. The cable was exchanged with noise observed and the tip was attached to the skin and noise continued to persist. The lead was attempted not used, removed and replaced. No patient complications have been reported as a result of this event.